Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, while on transection of the stomach (2nd firing, distal to antrum), the suture at end of buttress reload did not get cut by the reload knife blade. The physician then used shears to cut suture on end of reload and knicked the stomach, posterior to the staple line. The next two reload that were fired started at a zone 2 speed, then moved to zone 3. There was no patient injury. Medtronic's initial evaluation of the incident found that the condition of the system stopping the firing prior to releasing the distal suture of the reload was confirmed in the system logs. The cause of the system stopping the firing prior to releasing the distal suture is the endstop condition was detected early by the software.

Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n3d0710y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. Evaluation found that during the firing of the 45mm reload, the system terminated the firing at the determined endstop zone as intended by the software but prior to the distal suture being released. The system data showed that the firing occurred in slow speed. The system data indicated that the reload was firing through high forces and the system is designed to slow down the firing speed when high forces are detected. It was reported that the suture at end of buttress reload did not get cut by the reload knife blade. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.